Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, did the device fire the staples? If staples were fired, were there any staples missing from the staple line? If staples were fired, what was the appearance of the deployed staples (b-formation, irregular, straight legs)?

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon followed the regular steps for the use of the device. When firing there was only resection, but no staplers formation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Batch # n54392. The analysis results found that the pph03 device arrived with the safety missing and with the handles open; however the handle weld was noted to be sufficient. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition there were no staples present in the device and the breakaway washer was uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.